Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: evaluation revealed a green line through the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a dim, fading, discolored display. There is no adverse event associated with this complaint. The pump was returned to animas and investigated. There was no evidence of a dimming display. Evaluation revealed a green line through the display. This report is made based on results of investigation completed on 24-jan-2018.